Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the connectors and o-ring on one of the water filters were broken. The technician replaced the connectors and o-ring on the filter, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their advantage plus endoscope reprocessing system was leaking water onto the floor. No report of injury.